Manufacturer narrative:
Occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of a discrepant inr result from coaguchek inrange serial number (B)(4) compared to the physician's coaguchek meter. The result from the meter was 4.8 inr and the result from the physician's meter was 2.7 inr. There was no allegation of an adverse event. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Relevant retention test strips (lot 322643) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.